Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. Fse was able to swap instruments between all usm's with no issues. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the intuitive representative informed the technical support engineer (tse) when swapping the instrument they didn¿t get guided tool change. The rep additionally detailed that customer would manually insert instrument and was getting resistance while advancing and then after advancing the instrument moves further forward on universal surgical manipulator (usm)3. There were no related errors in logs. The tse asked to have the customer confirm no drape interference and to ensure they were not operating just past the cannula tip. The tse asked if the customer uses the cannula gauge pins and the customer stated they likely do not. The tse advised possibly dented cannula creating resistance. The procedure was completed with no reported injury.